Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided d9: device availability unknown / not provided h6: event problem codes: wound dehiscence 1154 a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant #2 was removed due to bone loss. The implant was mobile, not solid to percussion, and a radiolucent line was observed along its surface. The patient reported pain. On (B)(6) 2026, the implant was removed with forceps following reflection of a full-thickness flap with an anterior papilla-sparing release. The site was thoroughly debrided to healthy bone. A 5 mm buccal bone dehiscence was noted, while the remaining bony walls and the sinus floor were intact. The site was decorticated and grafted with co/ca/xe regeneross bone mixed with prf exudate, followed by placement of collatape secured with 3-0 gut sutures. Bone grafting was completed, and the patient was scheduled to return for future implant placement.